Event description:
Customer reported that his insulin pump is saying the reservoir is empty when the reservoir is full. The device also had an alarm. Customer's blood glucose is 167 mg/dl. The device had a dead battery. Customer was advised the device experienced an unexpected restart. The device is being replaced due to the reservoir status anomaly. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement, a21 error and self tests. The insulin pump was monitored and functioned properly. No a17 alarm, no a21 alarm and no empty insulin anomaly noted. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.